Event description:
The user facility reported a corneal burn while using the stellaris pack. The surgeon felt the cartridge could have been clogged. Additional information has been requested; however, there has been no response from the facility.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 2 of 2, see 1920664-2013-00314.